Manufacturer narrative:
(B)(4)

Event description:
Follow up information reported that the patient had no concerns with their device therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3 387-40, lot# v005950, implanted: (B)(6) 2006, product type: lead. Product ID: 3387-40, lot# v005950, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was initially reported that an end of service (eos) message was displayed. The patient did not have a change in symptoms, the tremor she has did not worsen. It was later noted that the patient actually had the early replacement indicator (eri) message. The battery level had dropped from 2.91v to 2.58v. It was discussed that the stimulator reaches eos at 2.2v. It was discussed this depends on settings and usage, which varied per patient. It was further reported that the patient had an upcoming appointment on (B)(6) 2013 and was still having difficulties. Additional information stated the patient¿s device ¿lasted for a year and a half and that was quick.¿ the patient noted the device dropped to 2.5 volts.

Manufacturer narrative:
(B)(4).

Event description:
It was noted that when the patient initially attempted to bring up their implantable neurostimulator's (ins) voltage their programmer was unable to communicate with their ins. It was further noted the patient was able to get their programmer to communicate before the end of their report.